Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed the fault code#53 in journal several times. Fse tested the fiber optic with tester but could not duplicate failure. He replaced the fiber optic module as a precaution. Unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with ¿fos fault code 53¿. It is unknown when the event occurred, but there was no information regarding patient involvement. However, no adverse event was reported.